Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise reversion episodes were recorded on an implantable cardiac monitor. No patient symptoms were reported. Programming changes were made.